Event description:
During atrial tachycardia procedure, communication issues resulted in a procedural delay. The catheter was inserted into the heart and when connected to the cable, the catheter was recognized, the potential was displayed, but the se indicator was displayed in red, and the navigation was not displayed. The ensite was restarted, the direct connect cable was replaced, different ports (port 4, port 7, port 8) were tried, but the issue was not resolved. The catheter was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Sensor a read as an open circuit during electrical testing due to a bend in connector pin 42 within the connector plug, consistent with the reported event. Sensor b displayed acceptable resistance values. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the bent pin(s) and resulting communication issue was not determined to be design or manufacturing related, however a corrective action was initiated to address this failure mode.